Event description:
On 5/19/1999 a pt sustained a tracheal tear after use of the lma-fastrach (size 3) and ilm et tube (size 7.0mm). Prior to intubation, airway examination indicated a somewhat difficult but not impossible intubation. Cuff leaking was noticed after intubation for approx 5-10 minutes. The surgeon kept on filling the cuff with air intermittently. Upon extubation, a tear on the cuff was observed so the ilm et tube was discarded. No problems were observed during the pt's 1 hr. Stay in pacu. 10 to 20 minutes after reaching the regular floor, the pt started coughing and her face swelled. She was immediately transferred to pacu and administered racemic epinephrine, benadryl, and steroids due to suspect allergic reaction. While in pacu, the surgeon noticed crepitus and thought there was a leak in the airway. An ent and thoracic surgeon were called. At this time the pt was having only slight breathing difficulty and not in respiratory distress. A chest x-ray showed subcutaneous air and no pneumothorax. A bronchoscopy was performed under local anesthesia. A large posterior pharyngeal swelling was observed with no other trauma above the glottis. A tracheostomy was being intubated to secure the airway under general anesthesia for a more comprehensive examination. A 6cm posterior tear was discovered and repaired over the course of 9 hours of operation. The pt is currently stable and breathing spontaneously.